Event description:
It was reported in an article reviewed by manufacturer that the vns patient experienced pneumonia after device activation. The literature stated that "this association may not be coincidental and could relate to subtle alterations in airway physiology. Attempts to obtain additional information are underway.

Manufacturer narrative:
Dardis, r., selway, r., koutromanidis, m., polkey, c.e., "vagal nerve stimulators and anaesthesia:2." Anaesthesia;2001;56: 1203-1216.